Manufacturer narrative:
Additional, changed, and/or corrected data: d6a; d6b.

Event description:
Healthcare professional reported right side echogenic material in right axillary lymph nodes. Device has been explanted.

Event description:
Physician reported implant rupture. Ultrasound observed "a small amount of echogenic material in right axillary lymph nodes". Device has been explanted with a complete capsulectomy and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1 phone number :(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Physician reported implant rupture. Ultrasound observed "a small amount of echogenic material in right axillary lymph nodes". Device has been explanted with a complete capsulectomy and replaced. This relates to the right side.